Event description:
It was reported that high, out of range, pacing lead impedance was observed via remote transmission. The lead was capped and replaced. The patient was stable throughout and post-procedure.

Manufacturer narrative:
A partial lead with the connector pin measuring 28.1cm was retuned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.